Event description:
It was reported that during the operational checks, the defibrillator switched itself off and on again showing a completely white screen for about ten seconds, after which it returned to normal operation. The functional checks carried out subsequently did not report errors. Further investigation is pending. There was reportedly no patient involvement.

Event description:
It was reported that during the operational checks, the defibrillator switched itself off and on again showing a completely white screen for about ten seconds, after which it returned to normal operation. The functional checks carried out subsequently did not report errors. Further investigation is pending. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display assembly, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.